Event description:
Philips received a complaint by the customer on the v60 indicating that the monitor was not functioning as expected. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the monitor was not functioning as expected. A field service engineer (fse) went onsite and replaced the user interface (ui) assembly to resolve the issue. The fse replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).